Event description:
It was reported that the surgeon implanted intraocular lens on (B)(6) 2022. But, the patient complained about near vision and post-op uncorrected near visual acuity (unva) was j10. Vision pre-operative: far: 0.2 (decimal), near: j5 and vision post-operative:far: 0.3 (decimal), near: j5. For this reason, the surgeon decided to explant the iol and replaced it for hoya lens on (B)(6) 2022. Now, post-op unva is j5 and the patient seems to be satisfied. No further information available.

Manufacturer narrative:
Section age, weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy initial reporter telephone number: (B)(6). It was indicated that the device was discarded therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.